Event description:
The pt was implanted with an itrel 3 neurostimulator for chronic intractable pain of the trunk/limbs on 10/2/1998. On 12/16/1998, the pt walked through a metal detector after showing the attendant her implant card. The pt assumed the attendant had turned off the metal detector. The pt rec'd a painful shock and complained of a backache and a headache the following day. The pt sought legal rep in this matter.